Event description:
The delivery system was unable to be advanced via the left femoral artery. Attempts were made to pre-dilate the vessel in order to gain access through the vessel. Ultimately, once access appeared to be unachievable, the physician elected to attempt advancement of the zenith main body graft on the pt's right side. Attempts were made to pre-dilate the femoral access vessel. During an unsuccessful attempt, and upon removal of the dilator a section of the vessel wall was extracted. The physician performed an open repair of the femoral and iliac artery. After the repair of the transected artery, the physician converted the aaa repair to an open procedure.